Event description:
The user reported that the 23gauge probes are too big to fit into the trocar cannula. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4)